Event description:
It was reported, the patient experienced pain, swelling and an infection at the implant site in (B)(6) 2014 (day not reported). Subsequently the patient was treated with antibiotics (type not reported) which resolved the infection. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.